Event description:
It was reported the patient¿s insurance company didn¿t want to continue to let her get the proper medical treatment and the wires burned inside in 2012 or 2013. The insurance company didn¿t want her to get no treatment and had the unit removed. The patient went from 2005 to 2013 ¿with this thing burnt out like that.¿ follow-up was conducted to determine if the cause of the event was determined, when the explant occurred, and if the patient still had concerns. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2014-19564.

Manufacturer narrative:
Concomitant medical products: product ID: 7425 serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7425 serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. Product ID: 7495-51 serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3888-28 lot# l66981, implanted: (B)(6) 2000, product type: lead. Product ID: 3888-28 lot# l35962, implanted: (B)(6) 1998, product type: lead. Product ID: 7495-66 serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient. (B)(4).